Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the colored image was due to a defective charged coupled device unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. The colored image was displayed due to the defectiveness of the charged coupled device unit and the insertion tube was defective. There were also scratch on the distal end and the insertion tube of the device was worn. The concerned product has not been repaired in the last year. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoscope was giving an intermittent purple and green image. The issue was found during a therapeutic cholecystectomy procedure. The procedure was completed using a similar device and no delay was reported. There were no reports of patient harm.